Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their blood glucose levels had been as high as 600mg/dl, and no longer trusts the pump. The customer's most current level was 586mg/dl. The customer treated by changing site, injection, and conducting bolus. The customer declined to troubleshoot for the highs. The customer was advised the pump would be replaced and returned for analysis.